Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced to address the issue. Effective therapy was restored.

Event description:
Additional information was received that both leads had high impedances and were explanted and replaced to address the issue.

Event description:
Additional information was received with the correct ipg information.

Manufacturer narrative:
Correction: manufacturing site in d3 and g1 should have been st. Jude medical - neuromodulation (puerto rico, llc) and MFR number 1 should have been 3006705815 correction: d4 device information was updated in this record.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05772. It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy due to high impedances on one lead. Surgical intervention may occur later to address the issue.